Event description:
Caller states the aviva strip vial reports the expiration date as 10/31/08. Manufacturer reports expiration date as 10/31/07. No adverse event reported. Requested return of suspect device and replacement was sent.